Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: 1.soundstar catheter, model #: unknown, lot #: unknown. 2.lasso nav variable eco catheter: model #: d-1343-01-s, lot #: unknown. 3.st. Jude medical livewire catheter: 4.carto 3 system, model #:m-4800-01, serial #: (B)(4). 5.stockert 70 system: model #: m-5463-01, serial #: (B)(4). 6.coolflow pump: model #:m-5491-02, serial #: (B)(4).

Manufacturer narrative:
The original reported lot number was reported as unknown. Per the bwi failure analysis lab, after testing the returned product, the lot number was identified as 16046159ma. (B)(4) it was reported that during an atrial fibrillation (afib) procedure, the patient experienced a pericardial effusion. The effusion was first noted by the anesthesiologist with a drop in pressure. The ablation was stopped and a pericardiocentesis was performed. The patient was stable at this time. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for screening test and carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Screening test demonstrated the force feature was working accordingly. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient experienced a pericardial effusion. The effusion was first noted by the anesthesiologist with a drop in pressure. The ablation was stopped and a pericardiocentesis was performed. The patient was stable at this time. Upon request, additional information was provided on the event. The procedure was an afib and flutter. The event was not life threatening. After ablating for quite a long period of time, it was realized that the blood pressure had decreased slightly. After looking on intracardiac echo, it was realized that there was a significant effusion. A pericardiocentesis was done until all fluid was gone on echo, approximately 500cc of fluid. The procedure ended and the patient was sent to the cardiac intensive care unit with a drain in place. The physician¿s opinion regarding the causality is that it was a long ablation time and burning inside the coronary sinus. There were no other factors that might have contributed to the event. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. There were many ablations before the event. The burning was done in the left atrium, then the right atrium, and then back to the left atrium. The rf generator was set to ¿power control¿ mode at 30-38. The temperature cut-off setting was set to 45 and the flow setting was set to 8 and 15ml/min. The long sheath used with the ablation catheter was the agilis sheath. The act was maintained at 300-350. The patient required extended hospitalization stay. The patient fully recovered with no residual effects. The prognosis was good. The drain was removed and the patient went home. The physician does not consider the event¿s causality was due to any malfunction of bwi product.